Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. No intervention was reported. No patient consequences were reported.